Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse replaced the defective test cup reader and aligned the analyzer. The customer ran quality control (qc) with no errors and were in range. The analyzer was operating as expected. There was no further action required by fse. The most probable cause of the reported event was a defective test cup reader.

Event description:
On (B)(6) 2015, a customer reported receiving an ae flag and no test cup is being read with their aia-360 analyzer. The customer tried to read the test cup in maintenance and received a error message. They repowered the analyzer with no solution. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.